Event description:
It was reported that patient had revision done on left knee due to infection.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was confirmed. -medical records received and evaluation: medical review indicated there is no indication that this early post-operative wound infection was related to the design, manufacturing, or materials of the total knee arthroplasty components implanted in this case. Laboratory results were reviewed by stryker sterilization sciences and determined that the reported strain of bacteria, (B)(6), was not introduced via the medical devices. -device history review: records indicate the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the reported sterile lot or lot ids. Conclusions: based on a review of the medical data provided it was determined that the reported strain of bacteria, (B)(6), was not introduced via the medical devices. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device, x-rays, primary total knee arthroplasty report as well as clinical or past medical history are needed to complete the investigation for determining a root cause. When the sterile barrier of any device is opened, the sterility of that device becomes a function of handling and surgical technique and is beyond stryker's control. The following product was added to the complaint after the initial medwatch was submitted. Cat. No.: 7650-2038a, sterile fluted headless 1/8" pin 3.5" long, lot code: rd9a043e.

Event description:
It was reported that patient had revision done on left knee due to infection.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5515-f-701, triathlon ps fem comp #7l-cem, lot code: eexla. Cat. No.: 5520-b-600, triathlon prim tib baseplate - cemented, lot code: kdwsd. Cat. No.: 5551-g-381, triathlon asymmetric x3 patella, lot code: 6h86. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.